Event description:
During a robotic esophagectomy with gastric pull-up case, an applied medical grasper malfunctioned. The two blue fabric pads on the instrument came off into the patient¿s abdomen. One pad was easily found, the other was either flushed out or remains (non-radiopaque and not visible on x-ray taken) .